Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, high capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. The helix was found partially extended and clogged with dried blood/tissue. After cleaning, the helix could retract and extend by applying torque directly at the connector pin. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported event of failure to retract the helix of the lead was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of high capture thresholds was not confirmed.